Event description:
During a vascular surgery procedure, a crosstella balloon fractured (separated) from the shaft and had to be surgically removed. It being used in conjunction with a glidewire advantage track .018 wire.

Manufacturer narrative:
The device history records (DHR) of the device concerned were reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. We will proceed the investigation of concerned product once it is returned from the terumo. The instructions for use of the r2p crosstella rx (3254-0) provide the following information. [Precautions during usage] 13. Do not inflate or deflate the balloon rapidly in the blood vessel. (Rapid inflation or deflation may damage the blood vessel or cause the balloon to burst resulting in the debris left inside the body.) 16. If any abnormality such as strong resistance is experienced while manipulating the catheter, the procedure should be discontinued immediately. The cause should be verified and appropriate measures should be taken. (Continuing the operation with excessive force may result in damage to the catheter or in vascular wall injury.) 21. While inserting this device into the blood vessel or removing this device from the blood vessel, make sure that the balloon is completely deflated. (A device with larger and longer balloon requires a longer deflation time.) 22. If resistance is felt during post procedural withdrawal of this device, it is recommended to withdraw the entire system together with the introducer / guide sheath. [Complications] device failures: balloon rupture, insufficient inflation / deflation of the balloon, breakage of the balloon and / or the catheter shaft, difficulty in removing the device adverse events: local or systemic infections, local internal bleeding or hematoma, intimal rupture, vascular dissection, vascular perforation, vascular rupture, aneurysm, arrhythmia, acute vascular occlusion, venous thromboembolism, vasospasm, formation of pseudoaneurysm, arteriovenous fistula, bleeding requiring transfusion, allergic response to the contrast media / renal failure, ache or pressing pain, death, embolism, endocarditis, fever, hypertension / hypotension, inflammation, myocardial infarction, sepsis, shock, stroke, transient ischemic attack.